Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient stopped using therapy after approximately 3 years since patient did not have effective stimulation. In turn, ipg was inoperable. Surgical intervention may be undertaken to address the issue.

Event description:
It was reported that the ipg was explanted and replaced. The patient has effective stimulation post operatively.